Event description:
Related manufacturer reference number: 2017865-2022-40025. It was reported that a patient presented in-clinic for a separate surgical intervention procedure. During the procedure, the patient's implantable cardioverter defibrillator set screw was found to have been stripped. Additionally, the replacement rv lead connector pin was found to be detached. A new ICD and rv lead were used and the procedure was completed successfully on (B)(6) 2022. No patient consequences were reported.

Manufacturer narrative:
The reported event of ¿the pin on the ICD lead was broken¿ was confirmed. As received a lead was returned in one piece with the helix retracted and clogged blood/tissue. The connector pin was found pulled out of the connector assembly and the inner coil was bunched consistent with excessive forces during procedure. The cause of the reported event was isolated to excessive forces resulted in the connector pin to be pulled out of the connector assembly.